Event description:
(B)(4). When I got the device implanted, it was very painful. When my left ovary was being blocked with the essure, I have had abdominal pain and very sharp shooting pains like contraction pain on my left ovary. Every day, it comes and goes and is non tolerable at times. Having intercourse is really painful even after word. My periods get really heavy at times, I sometimes suffer from cramps, and a lot of clotting and they last more than 5 days as before I got the device. They lasted 3-4 days and no heavy bleeding.